Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels ranged from 50-60 mg/dl. The customer alleged that the pump was delivering too much insulin; however, troubleshooting was performed and the pump was operating as intended. Customer consumed carbohydrates to address bg. The customer was admitted to the emergency room (ER) for one of the low bg events; however, no treatment was provided for the low bg. The customer was released with the issue resolved and no permanent damage. Recommendation was made to consult with healthcare provider regarding diabetes management.